Event description:
The medical center in (B)(6) had an impella cp placed for hemodyanamic support for a patient suffering from shock. The cp was presumed to contribute to the chordawe tendonae rupture and associated mtiral valve regurgitaton, and need for mitraclip procedure.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. A supplemental MDR will be filed at the conclusion of our analysis.